Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. H3 other text : device not returned.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 40 mg/dl due to the battery not charging and pump shutting off unexpectedly. Bg was addressed my consuming carbohydrates. The customer reverted to an alternate method of insulin therapy.